Event description:
In (B) (6), the implantable neurostimulator (ins) turned off by itself while the pt was at a conference; he had to turn it back on when he noticed his symptoms returning. In (B) (6), the pt reported that he felt a shocking or jolting sensation when he touched his non-electric wheelchair. It was mostly happening when he touched his wheelchair and not other metals. The pt suspected that it was static electricity and planned to monitor it. Additional info has been requested, a follow-up report will be sent if additional info becomes available. See MFR's report # 3004209178-2009-05673.

Manufacturer narrative:
(B) (4).